Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed one week prior. According to the complainant, during procedure "prepping", water appeared to be leaking outside the prolieve catheter. Upon opening the heat exchange clamps, water came "shooting-out" on the machine and floor. As a result, it is possible the anchoring balloon may have leaked as well. Attempting to restore, the device's water pressure failed. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant represents the prolieve catheter; a part of the kit. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If any further relevant information is received, a supplemental medwatch will be filed.